Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high in comparison to another device. This complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 at 11:31pm, he obtained a result of ¿567mg/dl¿ on the subject meter which he felt was inaccurately high in comparison to a result of ¿152mg/dl¿ obtained on a glucard vital meter. The two tests were reportedly performed within 30 minutes of each other. The patient detailed that he manages his diabetes with a combination of diabetic medication but would not specify which medications and denied making any changes to his diabetes management regime in response to the alleged inaccuracy. The patient claimed that one week prior to contacting lifescan, after the alleged inaccuracy, he developed symptoms of feeling ¿sweaty, faint and blurry vision¿ and claimed that he received advice from a healthcare professional to obtain a new meter. During troubleshooting the customer care advocate (cca) noted that the meter was set to the correct unit of measure and an approved sample site was used, however the patient had been using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury after the alleged meter inaccuracy occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.